Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical open nephrectomy, when stapling the renal vein, the first and second devices had no problem loading and unloading the device, the stapler was able to fire and there was poor staple formation. The staples on the right side of the reload (when holding the distal tip away from you) did not form and looked as though they missed the anvils. The staples did not form on the specimen side, so there was little need for any intervention. They stitched where the staples did not form properly to complete the case. There was no patient injury.